Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to short circuit on four electrodes. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 06, 2023.

Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on june 19, 2024.